Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was unable to deliver a quick bolus due to the pump indicating that the bolus was cancelled. Tandem technical support educated the customer that this means that the button was being held for too long; however, the customer declined to troubleshoot or provide additional information regarding the issue. Blood glucose was 254 mg/dl.